Manufacturer narrative:
Ife import for export. International medical device regulators forum (imdrf) adverse event reporting: (B)(4). Type of investigation: testing of actual/suspected device; investigation findings: maintenance problem identified; investigation conclusions: no problem detected.

Event description:
Pentax medical was made aware of a complaint on 09-nov-2020 of "resistance primary biopsy channel" involving the pentax medical video colonoscope, model#: ec38-i10l, serial number: (B)(4). The user also reported, "something is blocking the biopsy channel. Snare will not go through." No serious injury, or death of a patient or user, or delay in the procedure which would require medical intervention was reported. The customer owned endoscope was returned for evaluation on 12-nov-2020. During evaluation of the endoscope under service order#: (B)(4), the pentax medical service repair technician found an, "broken accessory blocking biopsy t-piece" confirming the customer's complaint and documenting the following additional findings on 16-nov-2020: insertion tube perforation at stage 1, failed dry leak test, leak at insertion tube stage 1, failed wet leak test, biopsy inlet t-piece bent, and suction tube mild resistance. The device underwent repairs including the following components: o-rings and seals, insertion flex tube, bending rubber, angle wire, operation channel, biopsy inlet t-piece pb-free, o-ring (1.8x19.8), shield pipe for ccd, and laser cut filter. Pentax medical model ec38-i10l, serial number: (B)(4) has been routinely serviced at a pentax facility since the device was put into service on (B)(6) 2018. Instructions for use(IFU), includes the following warning section "after using operational/cleaning accessories (e.g., forceps, needles, snares, brushes etc.) With the endoscope, carefully check that all accessories are intact and that no parts have fallen off and become lodged within the endoscope's instrument/suction channel. Furthermore, ensure that any therapeutic devices (e.g., clips, stents, etc.) Passed through the channel are accounted for after use. On 06-apr-2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices, which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use. The endoscope is currently awaiting repair or qc final approval as of 09-dec-2020.